Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller recounted an incident from april 2001, approximately 24 years ago, where they believe the magnetic door seal of a refrigerator shut off their therapy. At the time, the patient was looking into the refrigerator and subsequently required assistance from their healthcare provider to reactivate the therapy. The healthcare provider also suspected that the refrigerator's magnet was the cause of the therapy interruption. The caller inquired about the safety of using clothing with magnetic buttons. The agent reviewed the relevant information regarding the potential impact of magnetic fields on the patient's therapy or device.